Manufacturer narrative:
Evaluation summary: the sheath and stylette returned loaded in the device. It was not possible to remove sheath and stylette from device. Sheath had to be cut in order to analysis stent. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the (B)(6) distal stent wraps with struts raised and bunched. Also, deformation was visible to the (B)(6) distal stent wrap, with struts raised. Slight deformation was evident to distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with (B)(4) stenosis in the distal rca. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred during positioning/advancement. The physician completed the procedure with a 3.0 x 34mm resolute integrity stent. The lesion was post-dilated with a 2.0x15mm balloon at 10 atm for 3 inflations. There is no patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.